Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the technician said the battery in their hip was not working. The technician said the battery needed to be charged. The patient's hcp was supposed to be calling them back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that something hasn¿t been working with the patient¿s system and he wanted a manufacturer representative (rep) to check it or replace the entire system. The patient noted that he hadn¿t used the device in a long time as this issue had been going on for almost a year at the time of the report. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to check the device/equipment/request a rep. Additional information was received from the patient on (B)(6) 2019. It was reported that the ins had not been working for 6 months and they wanted to meet with a rep to have them check his device and equipment. The patient said the device might be working, but he might not remember how to work it so he would like to meet with a rep. The patient last tried to connect to the ins the day of the call, but he was not able to. There were no reports of medical or therapy issues and no patient symptoms reported. No symptoms or further complications were reported.